Event description:
Manufacturer report number: 2182269-2021-00076. During an av nodal reentry tachycardia (avnrt) procedure, the catheter tip was noted to be bent prior to ablation. The catheter was replaced, however, the second catheter was also bent, but not inserted into the patient. A third catheter was used to complete the procedure without any consequences to the patient. A procedure delay occurred due to these issues.

Manufacturer narrative:
One 4mm tip, large curl, safire ablation catheter was received for evaluation. The reported bend in the catheter was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the bend remains unknown.